Event description:
Voluntary medwatch received states that the patient's pacemaker system was implanted with non-boston scientific leads, exhibited loss of capture (loc) on the presenting electrogram (egm). This pacemaker system remains in service. No additional adverse patient effects were reported.